Event description:
The scrub tech pulled out the vessel sealer and the trocar sleeve came out with it. The scrub tech saw that it was bent on the flexible neck of the tip of the vessel sealer. No pt harm. FDA safety report ID# (B)(4).